Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 2 years and 11 months the lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2016. The cause of death was necrotizing infection of the abdominal wall with necrotic bowel and perforation. Decision by the family was made to withdraw care due to no chance of survival from this infection/bowel injury. No autopsy performed and the pump was not explanted. No further information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. It was reported that the patient presented to ER on (B)(6) 2016 with 72 hour history of progressive weakness, anorexia, and bloody loose stool from ileostomy that was performed on (B)(6) 2016. Upon admission, the patient's inr was 8 in spite of withheld coumadin. The patient was admitted to cardiovascular intensive care unit and transfused with fresh frozen plasma due to supratherapeutic inr. Bleeding was noted, and cultures revealed clostridium perfringens bacteremia and positive c.diff colitis. The patient was placed on antibiotics, including zosyn, IV vancomycin, po vancomycin, and IV clindamycin. The patient continued to have all anticoagulation withheld and was transfused with prbc. On (B)(6) 2016, the patient was noted to have more tenderness on abdominal exam. CT a/p revealed intra-abdominal abscess in right mid-abdomen adjacent to staple line of right hemicolectomy. Extensive surrounding soft tissue gas was noted in the right lower quadrant abdominal wall with concern for possible infection or leak from exiting ileal loop. The patient underwent a CT guided drainage of right abdominal abscess with 10cc feculent/particulate fluid aspirated. A drainage tube was put in place. The patient later underwent an abdominal exploration, during which the patient was found to have necrotizing infection of the abdominal wall with necrotic bowel and ileostomy and perforation. Infections and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.